Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving higher sensor readings from the freestyle libre sensor. The customer experienced symptoms described as "lack of coordination, tingling lips, sweating, feeling tired, feeling hungry, and feeling shaky" and was taken to the hospital. A glucose result of 75 mg/dl was taken on the hcp meter compared to a sensor scan of 165 mg/dl. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. The customer was treated with IV glucose and betaserc (anti-vertigo medication). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving higher sensor readings from the freestyle libre sensor. The customer experienced symptoms described as "lack of coordination, tingling lips, sweating, feeling tired, feeling hungry, and feeling shaky" and was taken to the hospital. A glucose result of 75 mg/dl was taken on the hcp meter compared to a sensor scan of 165 mg/dl. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. The customer was treated with IV glucose and betaserc (anti-vertigo medication). There was no report of death or permanent injury associated with this event.